Event description:
As reported, in ER department, after drawing blood from the IV, vacutainer was disconnected from IV extension set and blood continued to flow out of extension set connected to IV catheter. This was because a piece of the vacutainer broke off in the hub of the extension set.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4).. The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One contaminated sample was provided for evaluation. Upon visual inspection of the received sample, it was noted the vacutainer male luer was broken off inside the straight caresite. Based on the investigation, the defect reported is not confirmed to be a manufacturing defect. The probable root cause is likely due to the application of excessive force. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.